Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is not damaged and is securely bonded to the bottom jaw. Jaw opened but did not close due to electrode separated. No issues opening jaws. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. We are investigating a lack of adhesive robustness along the surface of the ceramic, which could lead to adhesion failure.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device jaws locked. Another device was pulled to complete the procedure. There were no adverse consequences to the patient reported.